Event description:
Journal reference: bailine s, kremen n, kohen I, et al. Bitemporal electroconvulsive therapy for depression in a parkinson disease pt with deep-brain stimulator. J ect 2008;24(2):171-172. We report the successful treatment of an episode of major depression with psychotic features with electroconvulsive therapy (ect) in a woman with advanced parkinson's disease who had a left subthalamic nucleus deep-brain stimulator (dbs) in place. Electroconvulsive therapy effectively and safely treated the pt's depression without harming the pt or damaging the dbs hardware. We offer additional evidence about the safety and efficacy of electroconvulsive therapy in pts with dbs. Reportable event: after the dbs procedure, she had some improvement in her dyskinesias on the side contralateral to stimulation but continued to experience motor fluctuations, depression and anxiety. She also complained of poor sleep, panic attacks, sob, chest pain, and shaking. She attempted suicide and was admitted to the hospital. On admission, she had bilateral upper extremity dyskinesia and was paranoid. After informed consent for ect was obtained, she received 7 treatments for 3 weeks. A bitemporal electrode placement was chosen to maximize the distance between the dbs electrode, and the ect electrodes. Before the first ect treatment, the dbs currents were turned off, with the voltage set to 0. They remained off for the duration of her hospital stay and were not turned back on. There was no worsening of her parkinsonian symptoms during the acute ect course. She was discharged with psychotropic medications. Post-ect computerized tomography scan revealed no shift in dbs electrode position.